Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to an unk lesion, but felt resistance while trying to advance the stent delivery system (sds). Upon removal of the sds, it was noted that the distal portion of the stent was lifted up. The procedure was completed with another device. No pt injuries or complications were reported.